Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During the procedure, two bands were fired simultaneously and repeatedly. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a150103 captures the reportable event of bands premature deployment. H11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with two bands attached to it. In addition, the ligator housing teeth were damaged. The handle had evidence of trip wire being secured. No other problems with the device were noted. The reported event of bands premature deployment was not confirmed. It was reported that two bands were simultaneously deployed twice during the procedure; however, this condition could not be seen during the device analysis. It was also seen that the ligator housing did not deploy all bands, this failure might be related with the technique used by the physician or the way the device was being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and could not be deployed due to this condition. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient. It is most likely that once the band was attempted to be released from the suture, the bend on the ligator housing tooth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During the procedure, two bands were fired simultaneously and repeatedly. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.